Event description:
The complainant had an impella rp flex support ongoing when the placement signal (ps) was lost. The signal loss did not cause the team to explant the pump. The patient remained on support for 5 days until the family made choice to withdraw care and allow the patient to expire.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs were viewed, and there were placement signal unreliable alarms on (B)(6) where the signal-to-noise ratio goes to 0, lamp steps up, gain increases, contrast decreases, and light decreases. This pattern of the 5s parameters is indicative that the optical fiber most likely broke. Due to no product returned or no information provided in the clinical or patient updates of how this breakage could have occurred, the location of the break is unknown. The root cause of the optical signal issue is most likely due to a damaged fiber line. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.